Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump was alerting 'this device is not compatible/supported" with several different devices, during which the pump screen was flashing white. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the solid white screen, and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1885 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0872 inches. No flashing white display noted during testing. Unit was successfully downloaded using thump for history files and traces. Unit successfully communicated to test mobile phones, iphone and android. No lost connection to test mobile phones noted during testing. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. Pump communicated and calibrated properly with test bg meter. Pump was monitored with bg meter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. Pump was cut open to perform visual inspection and found no physical or moisture damage to the pcba 1, pcba 2, motor home switch and force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. No communication pump to transmitter was not confirmed. No communication to mobile was not confirmed. No communication pump to meter was not confirmed. Flashing white display was not observed during analysis and passed all required testing. Flashing white display was not confirmed. No current code/category was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.